Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their doctor was treating them for a hamstring injury and wanted to do an MRI but the doctor needed more information about the wire that was left in them and if the can do an MRI. It was noted that the ¿wire¿ was left in them due to ¿growth through tissue¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v350474, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 27-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s device was removed on (B)(6) 2013 and the lead remained implanted but inactive. Patient reports the product was removed because it never really helped her. The doctor kept trying to adjust it but it wouldn¿t do any good. She said the doctor didn¿t want to remove the lead because it might cause her harm. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.